Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. A14894) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy/abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and hormone level abnormal had resolved. The reporter provided no causality assessment for genital haemorrhage, hormone level abnormal and pelvic pain with essure. Lot number: a14894 manufacture date:2012-05 expiration date: 2015-05 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy/abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and hormone level abnormal had resolved. The reporter provided no causality assessment for genital haemorrhage, hormone level abnormal and pelvic pain with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain") in an adult female patient who had essure inserted (lot no. A14894) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of low back pain and covid-19 in 2021, septoplasty in 2016, supraventricular tachycardia in 2012, impetigo in 2010 and malodourous vaginal discharge, shortness of breath, endometriosis, paratubal cyst, caesarean section (she has had two normal vaginal deliveries and one caesarean section in the pas), allergy to metals (nickel allergy), joint ache, endometrial biopsy, endometrial hyperplasia, endometrial ablation, taste metallic, panic attack, menorrhagia (p/c-heavy period bleed), ache stomach, prolonged periods (having permanent period for 2 months), thrombosis nos, supraventricular tachycardia, gastritis, abdominal pain (3d ago started with intermittent upper/ central abdominal pain. Sharp stabbing abdominal pains), allergic rhinitis, anxious mood, conjunctivitis, nasal discharge, sore throat, rhinorrhea, hay fever, deafness bilateral, headache, allergic rhinitis, palpitations (chest pain), anxious mood, low mood and back pain (stiffness lower middle back / c/o-low back pain). Previously administered products included: flecainide, bisoprolol, aspirin [acetylsalicylic acid], bisoprolol, adenosine, bisoprolol fumarate, fexofenadine, tranexamic acid, mirena and mometasone. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and hormone level abnormal had resolved. The reporter considered abdominal pain lower and mental disorder to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, hormone level abnormal or pelvic pain. The reporter commented: discrepancy notes : insertion date as per argus it is mentioned as (B)(6) 2012, and as per source document -28mar2013. Note: essure devices deployed to both tubes successfully.3 coils were visible on each side by the end of the procedure. Travel down buttocks. Soreness in umbilicus. Diagnostic results (normal ranges are provided in parenthesis if available): [echocardiogram] (date unknown): the mitral valve leaflets are mildly thickened, the mitral valve leaflets open well. [Ultrasound scan] (date unknown): shows a thickened, heterogenous cystic endometrium measuring 21 mm [x-ray] on (B)(6) 2013: implants are in the right place. X-ray which you had on (B)(6) 2013 has confirmed that the implants are in the right place. Lot number: a14894; manufacture date:2012-05; expiration date: 2015-05. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:lower abdominal pain,mental disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: lower abdominal pain,mental disorder event added.reporters,medical history,added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain") in an adult female patient who had essure inserted (lot no. A14894) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of low back pain and covid-19 in 2021, septoplasty in 2016, supraventricular tachycardia in 2012, impetigo in 2010 and malodourous vaginal discharge, shortness of breath, endometriosis, paratubal cyst, caesarean section (she has had two normal vaginal deliveries and one caesarean section in the pas), allergy to metals (nickel allergy), joint ache, endometrial biopsy, endometrial hyperplasia, endometrial ablation, taste metallic, panic attack, menorrhagia (p/c-heavy period bleed), ache stomach, prolonged periods (having permanent period for 2 months), thrombosis nos, supraventricular tachycardia, gastritis, abdominal pain (3d ago started with intermittent upper/ central abdominal pain sharp stabbing abdominal pains), allergic rhinitis, anxious mood, conjunctivitis, nasal discharge, sore throat, rhinorrhea, hay fever, deafness bilateral, headache, allergic rhinitis, palpitations (chest pain), anxious mood, low mood and back pain (stiffness lower middle back / c/o-low back pain). Previously administered products included: flecainide, bisoprolol, aspirin [acetylsalicylic acid], bisoprolol, adenosine, bisoprolol fumarate, fexofenadine, tranexamic acid, mirena and mometasone. On 28-mar-2013, the patient had essure inserted. Essure was removed on 21-aug-2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), abdominal pain lower ("pain, including chronic pain") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and hormone level abnormal had resolved. The reporter considered abdominal pain lower and mental disorder to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, hormone level abnormal or pelvic pain. The reporter commented: discrepancy notes : insertion date as per argus it is mentioned as 5-april-2012, and as per source document -28mar2013 note: essure devices deployed to both tubes successfully.3 coils were visible on each side by the end of the procedure. Travel down buttocks soreness in umbilicus. Diagnostic results (normal ranges are provided in parenthesis if available): [echocardiogram] (date unknown): the mitral valve leaflets are mildly thickened, the mitral valve leaflets open well. [Ultrasound scan] (date unknown): shows a thickened, heterogenous cystic endometrium measuring 21 mm [x-ray] on 28-jun-2013: implants are in the right place x-ray which you had on 28jun2013 has confirmed that the implants are in the right place lot number: a14894 manufacture date:2012-05 expiration date: 2015-05-31 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:lower abdominal pain,mental disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. A14894) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy/abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and hormone level abnormal had resolved. The reporter provided no causality assessment for genital haemorrhage, hormone level abnormal and pelvic pain with essure. Most recent follow-up information incorporated above includes: on 8-nov-2021: lot number was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy/abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and hormone level abnormal had resolved. The reporter provided no causality assessment for genital haemorrhage, hormone level abnormal and pelvic pain with essure. Most recent follow-up information incorporated above includes: on 1-mar-2021: case upgraded from non-serious-incident to serious incident. New events added: heavy/abnormal bleeding, hormonal problems and localised pain (intervention required was marked for this event). Hysterectomy was done. Essure was removed. Injury nos was deleted as event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.